Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the tissue pad melt? Yes. Or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Yes, when the nurse wiped the distal side with gauze if yes, did any piece fall into the patient? No. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Probably the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and generator and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hepatectomy, the tissue pad melted during use and it peeled away when the nurse wiped the distal side with gauze. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. There might be a possibility that the devices were activated without clamping the target tissue.